Manufacturer narrative:
The moss miami final tightener was returned for evaluation. Visual inspection revealed that the driver exhibited signs of not being fully seated in the set screw during tightening. A DHR review identified no issues that could have caused or contributed to the reported event. The complaint trend analysis found no systemic trends. The root cause cannot be positively identified based on the returned sample or provided information. Based on this evaluation, it is likely that the driver wasn¿t fully engaged during use. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was having surgery for an l4-5 spondylolisthesis. Patient received a titan spine tas cage implant thru and anterior approach which restored height and balance to the spine. Pt was then flipped and dissection was done down to the l4-5 level posteriorly. Pedicle markers were placed in both the l4 and l5 pedicles and checked via fluoroscopy for correct level and starting points. Surgeon then removed markers one by one and used std. Straight gearshift and balltip probe to sound the pedicle. Surgeon inserted 7.0 x 45 expedium reduction screws (179732745) at bilaterally at l4 and l5 pedicles. Screws were neuromonitored and all read above 20+ which provided the surgeon with confidence in his placement. Decompression was done from l3-l5 via a laminectomy and 5.5 x 45 ti curved rods (179771045) were placed bilaterally. Locking caps were introduced and threaded down sequentially on both sides. Right side was fully tightened out at l4& l5. L5 screw was tightened out but the driver tip gave way several times during tightening. Investigation showed the tines of the driver tip to be stripped. Driver was replaced and final tightened to 80nm tourque. Surgeon went to l4 and used coutnertourque with final tightener again and upon final tightening the tip stripped out again multiple times without tightening. A new set was opened and used and the set screw was torqued out to 80nm. Surgeon asked that these be replaced with new drivers for future cases. Tabs were broken off reduction screws and surgery was completed without further issue. Matrix #7 crosslink (04.633.347) was applied across the construct and final tightened to appropriate torque.